Event description:
While attempting to the pressurize the lesion for pta of the dialysis shunt (antebrachial shunt), there was leakage near the hub of a 4.0x40mm 40cm slalom thrill balloon catheter and the balloon could not be inflated. Therefore, the physician stopped using the slalom thrill, and a different product was used (not specified) instead. The procedure was finished successfully and there was no patient injury reported. It is unknown if the lesion was a de novo, but was slightly calcified and slightly tortuous. The % of the stenosis was 90%. The product will be returned for analysis. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are unknown. The inflation device was also unknown. The access site was unknown but it seems the vessel in forearm because the procedure was shunt pta.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during percutaneous transluminal angioplasty of an antebrachial dialysis shunt which was slightly calcified and slightly tortuous with 90% stenosis, there was leakage near the hub of a slalom thrill balloon catheter and the balloon could not be inflated. Therefore, the physician stopped using the slalom thrill, and a different product was used. The procedure was finished successfully and there was no patient injury reported. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are unknown. The inflation device was also unknown. There was not patient injury reported. One non sterile catheter slalom thrill 4.0mm x 4 .0cm was received coiled inside a plastic bag. The balloon was received deflated and appeared to have been inflated. There were blood residues observed in the balloon. No other anomalies were observed in the returned device. A leak test was performed and the balloon was inflated and there was not leakage in the balloon or the hub, the balloon maintained the pressure nominal at 10 atmospheres and also maintained the burst pressure at 18 atmospheres. The pta system leakage reported by the costumer was not confirmed; since the balloon was inflated during functional test maintained the nominal and balloon burst pressure and no leakage was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported leakage could not be confirmed as the device preformed as intended during analysis of the returned device. The balloon inflated and was able to maintain nominal and burst pressures with no leakage noted in the balloon or the hub. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported event. Neither the DHR, nor the analysis suggests that the difficulties experienced by the customer could be related to the manufacturing process of the device, no corrective action will be taken at this time.